Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-06054. It was reported that patient experienced ineffective stimulation. As a result a surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Correction: d6b - date of explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.